Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that during a wrist insertion in anesthesia, the guide wire kinked and could not be removed without causing the catheter to "accordion/crumple". As a result both were removed and replaced with a new set. There was no reported delay, death, or complications to the patient as a result of this occurrence.